Event description:
It was reported that, an 840 ventilator had a loss of communication between the graphic user interface (gui) display and the breath delivery unit (bdu) . The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) the graphical user interface (gui) pcb and the gui to bd cable. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The breath delivery (bd) printed circuit board (pcb), graphical user interface (gui) pcb, and gui to bd cable were returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the bd pcb and no anomalies were found. An investigation was performed and the reported issue was verified. Relevant diagnostic codes were recorded in the diagnostic log. The root cause of the reported issue was isolated to the microprocessor designator. A visual inspection was performed on the gui pcb and no anomalies were found. An investigation was performed and the reported issue could not be duplicated. No errors were recording in the diagnostic logs during testing. No fault was found with the returned gui pcb. The gui pcb was replaced as a precaution. A visual inspection was performed on the gui to bd cable was performed and no anomalies were found. An investigation was performed and no fault was found with the returned gui to bd cable. No errors were logged in the diagnostic logs. The gui to bd cable had been replaced as a precaution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a loss of communication between the graphic user interface (gui) display and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the issue occurred. The service engineer (se) replaced the bd printed circuit board (pcb), gui pcb, and the gui to bd cable. The unit passed all testing and operated within the manufacturing specifications.